Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 44 mg/dl at the time of the incident. The customer was at 241 mg/dl at the time of the call. The customer used snacks and juice and was given intravenous glucose to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering as their levels go low even with treatment. The customer had a low of 50 mg/dl on (B)(6) 2018. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed all functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08705 inches. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.